Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016 the receiver will not charge. There was no report of any injury or medical intervention. No additional event or patient information is available. Complaint device was returned for evaluation. A visual exterior inspection was performed on the receiver, finding no observations related to the customer complaint. A global receiver functional test was performed on the receiver, resulting in no failures related to the customers complaint. Receiver's data logs were downloaded and reviewed, finding a screen error alarm, in addition to a firmware error. Based on the finding of firmware errors this is being reported. The complaint was confirmed. The root cause could not be determined post investigation.